Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 62-year-old female with cardiomyopathy was implanted with an impella for mechanical circulatory support. The complainant reported low battery alarms, despite charging. The alarm occurs upon unplugging the device. As a result, the pump was moved to a new console and support continued.

Manufacturer narrative:
The investigation of aic - battery charging/other issues has been completed. The logs confirmed the reported complaint. There were multiple occurrences of battery level low alarms, immediately preceding each battery level low alarm was an occurrence of the event. The console was visually investigated and no physical defects were identified. The batttest utility was run and no battery or charging defects were identified. The cause of the aic issue was most likely a defective pbm board. The following have been reported incorrectly or missing from manufacturer device report: d2 common device name f6/f8-should have been left blank g1 reporting contact fax number missing.